Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical use at the time of the reported event. A philips field service engineer (fse) inspected the system on-site and confirmed the image storage issue. Analysis of log file showed "malfunctioning frontal image processing pc (ip-pc) which confirmed the reported malfunction. The fse replaced the operating system (os) disk and recreated the image disk to resolve the issue. However, the issue recurred on 29th may and the fse replaced the ip-pc as well as recreated the hard disk drive (hdd) for resolving the issue. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that there was a problem with the system image storage. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.